Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es (tropi es) result was obtained when a single patient sample was tested using vitros tropi es lot: 6165 on a vitros xt 7600 integrated system. A definitive assignable cause could not be determined. Reported qc fluid performance indicates a vitros tropi es lot: 6165 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot: 6165 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. An instrument issue cannot be ruled out as a contributor to the event, as no within-run diagnostic precision testing was conducted to verify the performance of the vitros xt7600 integrated system. However, there was no evidence of an instrument malfunction and reported qc performance was acceptable on the instrument leading up to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was determined the customer was not following the sample collection device manufacture's recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es lot: 6165.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin I es (tropi es) result was obtained when a single patient sample was tested using vitros tropi es lot: 6165 on a vitros xt 7600 integrated system. Patient 1 result of 0.072 ng/ml versus the expected result of 0.034 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).